Event description:
It was reported that the followed up information indicated the lead had no capture. The lead was capped and replaced with a competitor lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the followed up information indicated the lead had no capture. It was further reported that the patient presented with an increase in heart failure due to loss of atrial-ventricular synchrony as a result of far-field r-waves. The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.